Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during the operation, when the doctor was spreading the inplant using the synex spreader , a black metallic part was broken due to the overload of the synex spreader. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the threaded rod m10 is broken and the connecting bolt is bent. It is obvious that the breakage and damage occurred during the assembly of the synex spreader. Too much applied mechanical force caused the bending of the connecting bolt. Placeholder.